Event description:
It was reported that a malfunction occurred with a specific code, malf 16, which continued to recur even after the customer was assisted with a pump reset. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged for a replacement pump to be shipped. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.